Event description:
It was reported that the patient connected the patient line extension after the homechoice device completed the priming of the lines. The technical service representative advised the patient to end the therapy and explained that the extension should be connected prior to priming. The technical service representative advised to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error where the home patient connected the patient line extension after priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.